Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was an increase of the pacing threshold. There was no data to show that there was a failure of the lead or abnormal operation of the implantable pulse generator. The lead was replaced for preventive measures. No patient complications have been reported as a result of this event.